Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6).. The customer uses a non-roche qc. The qc and calibration were unstable. There were many alarms of abnormal probe-sucking, sample-short, and water temperature error. Abnormal probe-sucking and sample-short alarms are consistent with poor pre-analytical handling. A field service engineer (fse) replaced the sample cannula due to deterioration and adjusted it. The reaction cuvettes were adjusted for cleaning, and the equipment's water tank was cleaned. The photometer and cuvette blank were checked, and good results were obtained. The equipment was returned in working order. The investigation is ongoing.

Event description:
There was an allegation of questionable lipase colorimetric assay results for 5 patient samples on a cobas 6000 c501 module. Patient 1's initial result was 149.7 u/l, and the repeat result was 21.1 u/l. Patient 2's initial result on (B)(6) 2026 was 181.6 u/l, and the repeat results were 33 u/l and 33.7 u/l. The repeat result of 33.7 u/l was reported. Patient 3's initial result on (B)(6) 2026 was 303.8 u/l, and the repeat results were 20 u/l and 21.1 u/l. The repeat result of 21.1 u/l was reported. Patient 4's initial result on (B)(6) 2026 was 157.4 u/l, and the repeat result was 12.3 u/l. Patient 5's initial result was 174 u/l, and the repeat result was 48.6 u/l. The repeat result was reported.